Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported by calling that customer had high blood glucose level 448 mg/dl. Insulin pump was receiving insulin flow block alarm during tubing. It was unknown if insulin pump was on auto mode. Device will not be returned for analysis.